Event description:
Piece broken off and it had remained inside of me for well over 24 plus hours [foreign body in reproductive tract]. Bacterial infection- vaginal [bacterial vulvovaginitis]. Piece broken off- tampon [device breakage]. Case narrative: consumer reported via e-mail that a piece of the tampon had broken off and remained inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.